Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was returned for evaluation. The sleeve was found to be stuck all the way down (away from the tip) on the inserter handle. There was no way to determine if the device was assembled this way or ended up this way after trying to use the instrument a few times as stated in the complaint description. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a thumb ucl repair procedure there was a clear plastic sleeve on the tip of the device that was supposed to retract upward. According to the surgeon, when implanted the sleeve would not move upward as it was designed. Due to this issue, the anchor was not allowed to fully seat and deploy in the bone. They were never able to get this to work and get the anchor to deploy. The other two anchors in the case worked as they were supposed to and deployed correctly. Attempts have been made and additional information on the reported event is unavailable.